Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited shock impedance measurement high out of range greater than 125 ohms. Patient trending indicates a gradual increase since january, indicating calcification. Technical services (ts) discussed troubleshooting and programming options. About two months later, during a revision procedure, a maximum energy commanded shock was administered to further evaluate the system. An error message was received that an open circuit condition was detected. Ts recommended rv lead replacement. Subsequently, the lead was surgically abandoned and a new non-boston scientific lead was successfully implanted. No additional adverse patient effects were reported.